Event description:
It was reported that the patient could no inflate or deflate fully his inflatable penile prosthesis (ipp). Troubleshooting measures were performed but were not successful. A revision surgery was performed during which the cylinders and pump were removed and replaced. There were no patient complications.